Manufacturer narrative:
Corrected g3: date recieved by manufcturer to 8/13/2025.

Manufacturer narrative:
According to the customer, on (B)(6)2025, "the chair split in half and the back piece came off. She fell and was admitted in the hospital from the fall, customer hurt her back and she is pregnant." Per the customer, she "did follow up appointments for the pain for a week." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025, "the chair split in half and the back piece came off. She fell and was admitted in the hospital from the fall, customer hurt her back and she is pregnant." Per the customer, she "did follow up appointments for the pain for a week."